Event description:
Customer reported that a patient sample with a positive antibody screen did not react with vrb168. Testing was performed with a 15-minute incubation. Sample was later identified to contain anti-e using competitor cells in tube.

Manufacturer narrative:
Ocd performed retained testing and a batch review. Results were satisfactory. There were no similar complaints related to this lot. Sample was returned for testing - no reactivity was observed. (B)(4).